Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Updated section: g4, g7, h2, h3, h6, h10 analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis for similar complaints: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the hospital reported that during an endoscopic vein harvesting procedure vasoview 6 pro failed to deliver enough energy to get a clear and safe burning action. During pre-delivery of the vein (upper thigh right) everything went smoothly, until the burning of the side branches" means the action of coagulate. Vasoview looked good at first sight, no visible defects. A weak diathermy signal was found: cable properly connected, diathermy device check okay (works, correct settings, pedal properly connected and signal contact), bipolar cable replaced and still weak burning marks. Then it was decided to open new vasoview 6pro and this device worked perfectly without problems with both bipolar cables. The device was returned to the factory for evaluation on 06/08/2021. An investigation was conducted on 06/15/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact c-ring. The electrodes were observed to be intact, no visual defects were observed. The bipolar electrodes were observed to be intact, no visual defects were observed. The device was evaluated for mechanical function. The toggle extended and retracted the blade. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the results of the evaluation, the reported "electrical problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview 6 pro failed to deliver enough energy to get a clear and safe burning action. . During pre-delivery of the vein (upper thigh right) everything went smoothly, until the burning of the side branches" means the action of coagulate. Vasoview looked good at first sight, no visible defects. A weak diathermy signal was found: cable properly connected, diathermy device check okay (works, correct settings, pedal properly connected and signal contact), bipolar cable replaced and still weak burning marks. Then it was decided to open new vasoview 6pro and this device worked perfectly without problems with both bipolar cables.